Manufacturer narrative:
(B)(4). The field representative was contacted for further information. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing nonspecific symptoms that led to a device check. It was found that the patient's right ventricular (rv) and left ventricular (lv) leads exhibited low out of range pace impedance measurements. The patient's rv and lv leads were explanted. The patient's right atrial (ra) lead was also explanted for an unspecified product performance issue. A new ra and rv lead were implanted and connected to the existing cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this patient had twiddler's syndrome and that their ra, rv, and lv leads were found to be twisted and knotted together. This was confirmed via fluoroscopy prior to extraction. No adverse patient effects were reported.